Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer disconnected the fiber optic cable and attempted to re-connected it and calibrate. The customer was advised to transduce the central lumen which worked. The fiber optic cable was taken out and a waveform was present. After zeroing, therapy was continued without further alarms or issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A kink was found on the inner lumen and catheter tubing near the y-fitting approximately 74.2cm from the iab tip. Two additional kinks were found on the catheter tubing approximately 43.4cm and 64.3cm from the iab tip. The optical fiber was found to be broken next to the kinked location within the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer disconnected the fiber optic cable and attempted to re-connected it and calibrate. The customer was advised to transduce the central lumen which worked. The fiber optic cable was taken out and a waveform was present. After zeroing, therapy was continued without further alarms or issue. There was no patient harm or adverse event reported.